Event description:
The customer reported that the clear plastic insulation by the jaws came off during the case and fell into the patient cavity. The component was recovered.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.